Manufacturer narrative:
Initial suture breakage malfunction events: 168. Initial suture breakage devices returned: 240. 24 use error caused or contributed to event. 215 no device failure. 0 manufacturing deficiency. 1 unable to confirm complaint. Initial needle breakage malfunction events: 3. Initial needle breakage devices returned: 161. 0 use error caused or contributed to event. 1 no device failure. 0 manufacturing deficiency. 0 unable to confirm complaint. Initial needle pull off malfunction events: 147. Initial needle pull off devices returned: 484. 11 use error caused or contributed to event. 443 no device failure. 22 manufacturing deficiency. 8 unable to confirm complaint. Follow up suture breakage malfunction events: 13. Follow up suture breakage devices returned: 40. 1 use error caused or contributed to event. 39 no device failure. 0 manufacturing deficiency. 0 unable to confirm complaint. Follow up needle breakage malfunction events: 2. Follow up needle breakage devices returned: 2. 0 use error caused or contributed to event. 1 no device failure. 1 manufacturing deficiency. 0 unable to confirm complaint. Follow up needle pull off malfunction events: 15. Follow up needle pull off devices returned: 28. 0 use error caused or contributed to event. 26 no device failure. 2 manufacturing deficiency. 0 unable to confirm complaint.   All devices labeled for single use; 0 devices reprocessed and re-used 0 remedial action. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
This report summarizes 348 malfunction events, including 181 suture breakage, 5 needle breakage and 162 detachment of device component that occurred intraoperatively.